Manufacturer narrative:
Approximate age of device ¿ 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the hospital staff connected the pump to the power module with a normal patient cable instead of the patient's prescription non-grounded patient cable, which caused a pump stoppage. An investigation of the percutaneous lead (driveline) found no issues when connected to either a normal patient cable or a non-grounded patient cable. After discussion with the attending surgeon, it was decided that the patient would receive a replacement non-grounded patient cable and continue to be monitored. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on heartmate ii left ventricular assist system . Review of the submitted log file confirmed the reported pump stoppage. The submitted log file captured pump stop, low speed operation events, and low flow alarms when the controller was connected to the power module. Driveline investigation was performed using non-grounded cable & normal patient cable without recreating pump stop event. The heartmate ii unshielded power module patient cable instruction for use explains that the unshielded power module patient cable is easily distinguishable from the standard power module patient cable by the orange color of the bifurcation and the patient identification label. This document also states that patients who are experiencing a short circuit in the driveline should always use the unshielded power module patient cable to connect to the power module and must bring the unshielded power module patient cable during any follow-up visit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.